Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on x-ray. No change in electrical parameters. The lead was capped and replaced. The patient's condition is fine.